Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. Review of the device history record confirmed the lot met specification requirements when released to stock. The most likely cause of the event is the application of excessive force upon the cage during its insertion. This type of event is not unanticipated and accompanying IFU cautions against the use of excessive force. A follow up medwatch report will be filed if the evaluation of the returned device determines that the cause of breakage was something other than that which is stated above.

Event description:
Contact reports, the spinal cage fractured during insertion. The procedure was extended by approximately thirty five to forty minutes due as a result of this event. All broken portions of the cage were retrieved.